Event description:
Toddler age patient. Tubing disconnected from spiros during flushing of chemo infusion. There was no loss of chemo or spill and no blood back up. The cap and tubing were changed without incident. Rn reports using appropriate technique of dry fit as per manufacturer instructions.